Manufacturer narrative:
This MDR was generated under protocol (B)(4),as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken from bottom case and plunger assembly.good condition with no appearance of any physical damaged. Motor rate error.was found in event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The technician replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.